Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a surgery was extended over two hours after the drill guide handle was broken during impaction.